Event description:
It was reported that this rv lead exhibited impedance spikes from 500 ohms to >3000ohms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).